Event description:
It was reported that the programmer incurred an error after the service disk was ran prior to an update being run on the programmer. The programmer was rebooted and the error was cleared. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.